Event description:
Pt had surgery for repair of complex ventral hernia w/mesh. An 8 x 10 composite mesh was used. (Procedure was rephrven) pt later complained of abdominal pain and it was determined that pt had infected mesh with perforations. Add'l surgery was performed to remove and replace mesh.